Event description:
Patient underwent replacement of mitral valve. A #31 st. Jude mechanical valve was used. A transesophageal echocardiogram (tee) was performed after replacing the valve and it was noted that the valve had a sizeable leak inside of the st. Jude mitral prosthesis. It was felt that this was likely to be an intra-annular leak. The surgeon attempted to fix the leaky valve, however, he was unsuccessful after reviewing the tee again. The decision was made to use a # 29 magna pericardial tissue valve. Another tee was performed after the pericardial tissue valve was placed and the valve was no longer leaking with no harm to the patient.====================== health professional's impression======================no harm.